Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a channel error message displayed on the etco2 device. On 22dec2025 at approximately 1430 the device displayed a red alarm but was not audible. The device had to be powered down, restarted and settings had to be restored for each channel. There was patient involvement, and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error issue could not be duplicated during laboratory testing, however, a review of the error logs identified the presence of error code 570.6200.0, as well as error code 570.6500.0 on the suspect etco2 module. The suspect etco2 module was attached to the returned pcu that was powered on ten (10) times, to observe the functional state. The suspect etco2 module began the initialization process and did not present initial malfunctions in any iteration. A preventive maintenance task was performed on the suspect device to verify its performance, and no issues or anomalies were found. The date and time of the reported issue was reported as (B)(6) 2025 at 14:30 (2:30 pm). The review of the pcu event log showed the events from the reported incident date have been overwritten due to continued use. Review of the concomitant pcu and concomitant pca module error log showed no errors or malfunctions recorded. Error log review of the suspect etco2 module showed the malfunction error code 570.6500.0 (OEM_serious_module_error) recorded two (2) times on (B)(6) 2025 which indicates that the etco2 board took too long to perform an action as well as the error code 570.6200.0 (OEM_cbit_failure) indicating the continuous built-in tests failed. On (B)(6) 2025 both error codes were recorded. The error code 570.6500.0 occurred at 9:35 am while error code 570.6200.0 occurred at 11:29 am. It was not possible to determine the prior programming parameters as the etco2 event log began on (B)(6) 2025 at 10:32 pm, indicating that the previous data had been overwritten due to continued use. Alaris technical service manual etco2 module 8300 series states on chapter 2 checkout and configuration the next statement: when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. Contact carefusion authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. According to the bd alaris pcu and pump module technical service manual v12.3.1 (dir 10000367870) through the use of diagnostic hardware testing and software error trapping, the bd alaris system ensures that all hardware and software errors are logged, and the appropriate action is taken. The response for an error codes 5xx.6200 and 5xx.6500 is to replace the etco2 board. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error issue was not determined, however based on the presence of error codes 570.6200.0 and 570.6500.0 it is possible that there is an issue with the oridion board which is intermittent in nature. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a channel error message displayed on the device. On (B)(6) 2025 at approximately 1430 the device displayed a red alarm but was not audible. The device had to be powered down, restarted and settings had to be restored for each channel. There was patient involvement, and no harm. Additional information received 23dec2025: at the time of the channel error total parenteral nutrition (tpn) 1800ml was infusing at 75ml/hr. Morphine was manually programmed using guardrails on the pca device. Additional information received 05jan2026: there were frequent channel errors on the same patient over a 5day therapy period. On (B)(6) 2025, a channel error persisted despite power cycling. The module flashed red without alarming and would not respond to channel off. After fully powering down the device, removing and reconnecting a new nasal cannula, and restoring settings, the device resumed normal function. The facility uses long-term covidien nasal cannulas cannula change policy is unclear. Cannulas are typically replaced for condensation, no readings, or occlusion alarms. Short-term cannulas may be more appropriate given typical device duration. Respiratory rate is 6 bpm (adjustable), with a hard lower limit of 5 bpm staff reportedly do not change the initial rr and are unfamiliar with doing so.

Event description:
It was reported a channel error message displayed on the device. On 22dec2025 at approximately 1430 the device displayed a red alarm but was not audible. The device had to be powered down, restarted and settings had to be restored for each channel. There was patient involvement, and no harm. Additional information received 23dec2025: at the time of the channel error total parenteral nutrition (tpn) 1800ml was infusing at 75ml/hr. Morphine was manually programmed using guardrails on the pca device. Additional information received 05jan2026: there were frequent channel errors on the same patient over a 5-day therapy period. On 22dec2025, a channel error persisted despite power cycling. The module flashed red without alarming and would not respond to channel off. After fully powering down the device, removing and reconnecting a new nasal cannula, and restoring settings, the device resumed normal function. The facility uses long-term covidien nasal cannulas; cannula change policy is unclear. Cannulas are typically replaced for condensation, no readings, or occlusion alarms. Short-term cannulas may be more appropriate given typical device duration. Respiratory rate is 6 bpm (adjustable), with a hard lower limit of 5 bpm; staff reportedly do not change the initial rr and are unfamiliar with doing so.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the channel error message displayed on the etco2 device could not be identified from the information provided. A review of device logs, functional testing and both internal and external device inspections could not be performed as no devices or logs were returned for investigation. The bd alaris system channel error tip sheet states: a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the channel error message displayed on the etco2 device could not be identified from the information provided, no devices were returned for investigation; therefore, device testing nor log review could be performed. No fault could be identified that may have contributed to the reported incident. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a channel error message displayed on the etco2 device. On 22dec2025 at approximately 1430 the device displayed a red alarm but was not audible. The device had to be powered down, restarted and settings had to be restored for each channel. There was patient involvement, and no harm. Additional information received 23dec2025: at the time of the channel error total parenteral nutrition (tpn) 1800ml was infusing at 75ml/hr. Morphine was manually programmed using guardrails on the pca device.